Manufacturer narrative:
This device is not distributed in us. We checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water channel. Based on the technical report ""hr-rpt-0630 (air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.